Manufacturer narrative:
Conclusion of the study: study conclusions: mus surgery provides good long-term sui outcomes, but the risk of urinary retention should not be ignored. The observed aur was not linked to a specific tape type and was not statistically correlated with postoperative retention. The authors note limitations (small sample size, inability to assess retropubic tvt) and recommend larger studies to clarify ur mechanisms and risk factors, aiming to improve surgical techniques and patient management. Investigation: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing number is (B)(4).

Event description:
A published study (skuk-e et al., gynecol obstet invest, 2025; doi: 10.1159/000543046, pmid39947161) investigated the incidence of acute urinary retention (aur) after midurethral sling (mus) surgery for stress urinary incontinence (sui). The authors performed a systematic review combined with a retrospective analysis of 55 women (mean age-55.4-years, mean bmi-29.9) who underwent mus procedures (tvto and tvt-abbrevo) between 2012-2016. Procedure details: prolene tape was placed under the urethra in an inside-to-outside fashion with a helical introducer; tension was set to eliminate leakage on coughing. Additional thigh skin incisions were made ~2 cm from the groin for tvto and tvtabbrevo. Complications: 4 cases of acute urinary retention (aur) were observed (2 with tvto, 2 with tvtabbrevo). All aur patients required a foley catheter for several days.